Manufacturer narrative:
Device evaluation summary: the delivery system returned with the external slider in the home position. Bunching was observed along the graft cover 11.0 to 19.0cm from the tip. Kinks were observed on the graft cover 45.5, 75.0 and 76.4cm from the tip. The taper tip material was damage and partially curved. The reported positioning difficulties were confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis summary: the reported events were confirmed; however, the exact cause of the events could not be determined from the returned video provided. CT¿s prior to implant were not available and the anatomy at implant could not be comprehensively assessed. The returned videos during implant confirmed that the device was unable to be advanced via the right side. The most likely cause was due to implanting within the previously placed surgical graft. The reported vessel tortuosity may have also contributed. Similar positioning difficulties, including the potential for stent graft kinking, were also observed prior to the device being successfully advanced up the left side. The inaccurate delivery of the initially implanted navion was confirmed. During release of the graft cover the free-flo capture fitting was also seen being separated from the tip which resulted in the release of the free-flo stents, prior to release of the proximal covered stent. This premature release may have contributed to the inaccurate placement of the device which required repositioning of the partially deployed device. The cause of this event was most likely user or procedure related; however, a device issue cannot be ruled out as a potential cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: contrast and non-contrast pre-implant CT¿s were received from one month prior to the index procedure. The reported positioning difficulty and inaccurate delivery events could not be confirmed from the CT films received but the events were previously confirmed on the angiogram videos provided. The CT¿s provided allowed visualisation of the pre-implant anatomy and pre-existing surgical graft that was implanted in the patient. From the pre-implant films provided, it is most likely that the cause of the positioning difficulties was related to the iliac vessel tortuosity observed and that this also was a contributor to the inaccurate delivery that occurred. It is possible that the calcification observed in the area of the taa may have been a contributor to the inaccurate delivery of the device in the thoracic aorta also. The presence of the previously placed surgical graft and it resulting narrowing of the flow lumen diameter is also likely to have been a factor in the difficulties reported in advancing the device into the planned position. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the endovascular treatment of a unknown sized thoracic aortic aneurysm. It was reported that during the index procedure, access was difficult due to slight tortuosity of the blood vessel. It was reported that access was attempted from the right side but failed. So the physician approached and inserted the device in the left side successfully. When an angiogram was preformed of the proximal region where the device was deployed, it was noted that the bare stent was not captured and had deployed in a lower region then anticipated. This stent was reported to have been slightly adjusted and an additional valiant navion stent needed to be implanted as a result. As per the physician the cause of the event is anatomy and the patient was noted to have difficult access. No additional clinical sequalae were provided and the patient is fine.